Event description:
Info received reports pt fell on her side and afterwards noticed a change in her stimulation. Complained of overstimulation sensation but was able to reduce stimulation with the help of medtronic technical services. Add'l info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).